Event description:
It was reported that shaft break occurred. During preparation, a 4.00mm x 8mm nc emerge balloon catheter was selected for use. The balloon was removed from the hoop and was prepped appropriately. Prior to loading the balloon into the wire, it was noticed that the mid shaft of the balloon snapped. The procedure was completed with another 4.00mm x 8mm nc balloon catheter. No patient complications were reported.